Event description:
Customer had 3 condoms to break during intercourse and her husband has non-detectable (B)(6). She has seen her doctor for testing.

Manufacturer narrative:
(B)(4) - (B)(4) is submitting this report on behalf of manufacturing facility.